Event description:
It was reported by service report that the headend patient right siderail will not lock in the up position. It was further reported the power cord was damaged and had exposed wires. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: siderail, timing link, siderail arm weldment.